Event description:
It was reported the patient could not communicate or adjust stimulation both with and without the antenna attached. The issue started after a dental appointment, which the stimulator was off for. An impedance check was attempted, but the patient was unable to handle the sensation. The check could not be completed, but some of the values were greater than 4 ,000 ohms. Some pairs were within normal limits. It was unknown if therapy was effective since the stimulator was off. The stimulator could not be turned on. There were no falls associated with the issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported their second device shocked them every time they turned it on. Patient reported the second device was removed in (B)(6) 2015. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0rk3w, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).